Event description:
A hospital biomedical technician informed huntleigh healthcare that a pt was diagnosed with a stress fracture several months post-discharge. The flowtron excel (ac550) intermittent pneumatic compression system had been utilized during the hospitalization.